Manufacturer narrative:
It was reported that 201 patients were included in the study of retrospective multi-center study to investigate the performance of new-generation thvs in patients treated for pure severe native aortic valve regurgitation (navr). The time frame of the study was from may 2014 to september 2022. Summarized patient outcomes/complications which were reported in a research article in a subject population with multiple co-morbidities, comorbidities including diabetes, hypertension, peripheral artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior cardiac surgery, prior pacemaker implantation, atrial fibrillation, prior stroke, chronic obstructive pulmonary disease, chronic kidney disease. Some of the complications reported were stroke, transient ischemic attack, new permanent pacemaker implant (surgical intervention), bleeding, myocardial infarction, acute kidney injury, transcatheter valve embolization or migration, residual/greater aortic regurgitation, hospitalization, malpositioning, snaring of embolized valve (improper or incorrect procedure or method). A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis na.

Event description:
The article, ¿transcatheter aortic valve replacement for pure native aortic valve regurgitation¿, was reviewed. The article presented a retrospective multi-center study to investigate the performance of new-generation thvs in patients treated for pure severe native aortic valve regurgitation (navr). Devices included in this study were abbott navitor, abbott portico, boston scientific acurate neo/neo 2, edwards sapien s3/ultra, jena valve, medtronic corevalve evolut r/pro/pro+, and meril life myval. The article concluded despite improved thv platforms and techniques, tavr for pure severe navr remains a challenging procedure, with significant risk for transcatheter valve embolization or migration (tvem). Self-expanding (se) and balloon expandable (be) platforms demonstrated comparable performance in this setting. [The primary and corresponding author was luca testa, irccs policlinico san donato, ¿vita e salute¿ university, san raffaele hospital, piazza e. Malan 1, 20149 milan, italy, with corresponding e-mail: luctes@gmail.com].